Event description:
It has been reported to co that the balloon of this device failed to inflate during prep. There was no pt involvement. The device is not being returned for evaluation as it has been discarded by the hosp.